Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working properly. It was noted that the stylus exhibited an intermittent connection. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the stylus issue was confirmed. The stylus was found to have a loose connection, and would lose connectivity with the programmer, when the stylus was manipulated. The stylus was replaced and calibrated. The storage bay door was found to have a broken latch, and was replaced. Loose hinges were found and replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.